Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a crack. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The proximal side of the tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The probe of the device had a defect. The generator displayed an unspecified error after a short operation. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On november 2, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was partially separated.